Manufacturer narrative:
(B)(4). Batch # m52v2z. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a hand assisted sigmoid colectomy procedure, one surgeon was assisting the other surgeon and when he fired the circular stapler, he heard the audible crunch and opened the device to remove it. While fish-tailing it out, the anastomosis came apart. At first, they thought the tissue tore, but upon closer investigation, they found that the staples had not fully formed and were completely straight in some places. They pulled another stapler, dissected deeper into the rectum to retire and completed case. There were no adverse consequences for the patient.